Event description:
Clinical information: crd_1098 - triclip japan pas, patient site (B)(6) - (B)(4). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. Two clips were successfully implanted, reducing tr to a grade of 1. On (B)(6) 2026, the patient developed swelling in the right lower extremity. On 17 june 2026, the patient visited the clinic and ultrasound revealed a thrombus from the middle peripheral part of the lower extremity. Blood flow was minimal. The thrombus extended from the great saphenous vein to near the great saphenous vein junction. The patient was then hospitalized and heparin anticoagulation therapy was performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.